Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips would not close when placed on the common bile duct. A new clip applier was opened to complete the case. There was no consequence to the pt.